Manufacturer narrative:
(B)(4).

Event description:
It was reported that after device replacement noise episodes were noted. The leads were tested and normal parameters were confirmed. The device was reprogrammed. No adverse consequences for the patient were reported.